Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system was currently not interfacing correctly and has been down for over an hour. The technical support specialist dialed into the server and ran server downtime query and verified all received message query and all processing time were current. Tss also verified that the synchronization information and all last upload/download were also current. Tss then confirmed with the customer that the issue was resolved and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, system was currently not interfacing correctly and has been down for over an hour. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.